Event description:
The lead was later noted to be inactivated and replaced with a new lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead had intermittent loss of capture at high output, high impedance, oversensing with arm movement, and a possible fracture. Reprogramming was performed to turn the lead off. The lead remains implanted. No patient complications have been reported as a result of this event.